Event description:
It was reported that while testing the cardiosave intra-aortic balloon pump (iabp) was showing that the battery in terminal 1 was not charged and was greyed out despite the battery having a full charge. Also when trouble shooting the station was undocked and showed same result. When redocking it, the entire unit shut off and had a continuous beep. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10. It was reported that the cardiosave intra-aortic balloon pump (iabp) "battery not charging". On 09-2023 a getinge field service engineer (fse) stated that showing battery in battery terminal 1 not charged and greyed out despite the battery having a full charge. Also when trouble shooting I undocked station with same result. When redocking it, the entire unit shut off and had a continuous beep. Fse replaced power/slot interface board assembly unplugged power/slot interface board. Plugged it back in. Fixed it. Return to clinical service. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Patient involvement was unknown.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a.